Event description:
The following was reported to davaol by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanent injury. Addendum per additional information provided: on (B)(6) 2010: patient was diagnosed with umbilical hernia and underwent open repair with ventralex mesh. Per operative notes, "umbilical hernia defect was dissected. A ventralex mesh (device #1) was placed through the defect and secured." On (B)(6) 2017: patient was diagnosed with incarcerated ventral hernia thereby underwent robotic assisted repair with the removal of ventralex mesh and implanted with ventralight st mesh with echo positioning system. Per operative notes, "a defect was well seen. The contents and preperitoneal fat were dissected away and a ventralight st mesh with echo positioning system (device #2) was passed into the abdomen and placed along the anterior abdominal wall.¿ (note: per pathology report review, the mesh was removed during repeat ventral hernia repair) attorney alleges that the patient had hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. H11: this supplemental MDR is submitted to document additional information provided and to correct the implant date, manufacturing date. Based on the additional information received, no conclusions can be made. Per medical records, about 7 years post implant of ventralex mesh, patient was diagnosed with hernia recurrence and underwent the removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d.6b (date of explant). Corrected fields: d.6(a) (date of implant), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davaol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanent injury.